Manufacturer narrative:
Article citation: ¿marked eosinophilia as initial presentation of breast implant-associated anaplastic large cell lymphoma¿ by nicola orofino, francesca guidotti, daniele cattaneo, mariarita sciumè, umberto gianelli, agostino cortelezzi & alessandra lurlo, published in leukemia & lymphoma published electronically on 17/mar/2016. It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up will be performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The events of late seroma, lymphoma-alcl, pruritus and eosinophilia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explanation."

Event description:
Journal article 'marked eosinophilia as initial presentation of breast implant-associated anaplastic large cell lymphoma' reports, "we here describe a case of bi-alcl in a [patient] who presented with hypereosinophilia and diffuse pruritus. [Patient] presented with discomfort and moderate pain in [the] left breast, and a diagnosis of chronic seroma was made" in leukemia & lymphoma, 57:11, 2712-2715. Device was removed and replaced with "textured implant (allergan)." Patient's symptoms persisted and the replacement implant was also removed. Article states, "as the chronic seroma continued, a tru-cut biopsy was carried out three years later but only revealed chronic inflammation.¿ article goes on to state "a histological examination of the pseudo-capsule showed the diffuse infiltration of large cells with irregular, anaplastic or ¿embryo-like¿ nuclei and an abundant eosinophilic granular cytoplasm." The "malignant population" tested for cd30+ and alk-1 expression. "As bone marrow biopsy performed for staging purposes was also negative, a diagnosis of bi-alcl was made." This file represents the device removed previous to alcl.

Manufacturer narrative:
Article citation: ¿22 cases of bia-alcl: awareness and outcome tracking from the italian ministry of health.¿ campanale antonella, md; boldrini rosaria; marletta marcella, md. Plastic and reconstructive surgery, advance online, 2017.

Event description:
Article ¿22 cases of bia-alcl: awareness and outcome tracking from the italian ministry of health¿ reported presentation of case as "mass." Treatment reported as chemotherapy and mastectomy.